Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, facility staff stated the clip was not forming correctly when applied to vessel. Clip was removed from vessel and replaced. Two minute delay, no adverse event reported.

Manufacturer narrative:
(B)(4). One picture was provided; the photo provided shows a clip not properly formed. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.